Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine transtelephonic session, the ECG strips showed a magnet rate of 54.6 ppm when the programmed rate was 60 ppm. The patient will be scheduled for device replacement.